Event description:
Customer reported pump started to beep; nurse went to assess the pump and noticed leaking under the blue port. Medication infusing was a levophed drip. There was no pt harm and no medical intervention was required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.